Manufacturer narrative:
A new patient pendant was sent to the account to repair the bed. Repairs have not been completed.

Event description:
The account alleged that the bed experienced an unintentional movement of the hi/low up function. The account unplugged the patient pendant which corrected the problem.